Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for a generator change procedure. During pre-operation diagnosis, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited impending failure. Both the ra and rv leads were explanted and replaced. There were no patient consequences.

Event description:
Additional regulatory report required for the right atrial lead (ra) exhibited oversensing noise resulting in occasional inappropriate mode switch and right ventricular (rv) lead exhibited noise.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.